Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer was using a heating pad for her neck while in bed. She is alleging that the controller of the heating pad caught on fire and damaged her bedding. There were no injuries reported with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer was using a heating pad for her neck while in bed. She is alleging that the controller of the heating pad caught on fire and damaged her bedding. There were no injuries reported with this incident.